Manufacturer narrative:
UDI is not available because product was manufactured on 04/2015. Patient's race and ethnicity were not provided; however, the patient's (B)(6). The reported device is being returned by the distributor. Once the device's evaluation is completed, a supplemental report will be submitted. This is the 2nd of 2 reported implants for the same patient. Please reference 3011649314-2018-00161 ((B)(6)) for the 1st implant.

Event description:
It was reported that an inclusive tapered implant lost osseointegration. Per reported information, the patient's bone was weak. The implant failed after prosthesis was delivered. The implant was extracted almost 9 months after it was placed into the tooth # 20 (universal). The implant site was not infected. There was no bone loss. The implant site has type I bone quality. The patient has history of parafunction, periodontal disease and smoking. The patient's oral hygiene was not good. The patient was reported to be healing. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading could also be a factor causing the implant to lose osseointegration. It was reported that the patient has history of smoking. Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increases the incidence of infection, peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone), and affects the success rates of bone grafts. The patient also has a history of periodontal disease and bad oral hygiene. Patients with a history of periodontal disease and bad oral hygiene may not be able to maintain cleanliness and adequate plaque removal around implants. This may encourage perimucositis and peri-implantitis leading to impaired healing. The report also stated that the patient has history of parafunction. Parafunctional habits are known to cause stresses on implants that may biomechanically overload them. Biomechanical overload of implants leads to a loss of osseointegration after restoration delivery. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully with to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.